Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there was blood aggregate on the device. No information regarding troubleshooting performed was provided; however, the procedure was reported to be completed with no patient complications. The catheter is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.